Event description:
It was reported that following a procedure the patient experienced hemolysis, facial and bilateral lower extremity edema and left atrial stiffness syndrome. Following a procedure where a farawave ablation catheter was selected for use, abnormal results of hemoglobin (hgb), platelet (plt) and hematocrit (hct) in the patient's postoperative blood cell analysis were noticed suggesting hemolysis. The patient did not require prolonged hospitalization. However, two days after six days of pfa surgery the patient developed facial and bilateral lower extremity edema and left atrial stiffness syndrome. The suspected cause was myocardial tissue injury following ablation procedure. Medication was administered to treat the edema. The event was considered resolved on (B)(6) 2026. The farawave catheter was not returned to the sponsor for analysis. Additionally, it was confirmed that the farawave catheter in this procedure was used to treat cavo-tricuspid isthmus (cti) which constitute off-label use of the catheter. The patient had multiple medical comorbidities, including untreated acid reflux and other severe chronic esophageal and gastric conditions, atherosclerotic plaque formation in the left carotid artery, cerebrovascular disease including carotid artery disease, a history of thromboembolic events with the most recent occurrence in (B)(6) 2025, transient ischemic attack with the most recent event in (B)(6) 2025, and cardiovascular disease including coronary artery disease, hypertension, and heart failure. The patient also had persistent atrial fibrillation for less than one year, with the most recent documented episode on (B)(6) 2025. Baseline medical therapy included bisoprolol fumarate tablets at a dose of five milligrams per day, administered from (B)(6) 2025 through (B)(6) 2025, for the management of persistent atrial fibrillation. On (B)(6) 2026, a single transseptal puncture was performed using a mechanical needle for the treatment of atrial fibrillation. Pulmonary vein isolation was performed in the left superior, left inferior, right superior, and right inferior pulmonary veins using the farawave nav ablation catheter. A total of twelve applications were delivered using the basket ablation configuration and forty four applications were delivered using the flower ablation configuration at two point zero kilovolts, resulting in acute isolation of all pulmonary veins. No pharmacologic stimulation test was performed. Pulmonary wall isolation was also completed on the same day using the farawave nav catheter, with seventeen applications delivered using the flower ablation configuration at two point zero kilovolts. Pacing verification confirmed bidirectional block, and no conduction recovery was observed. Cavotricuspid isthmus ablation was subsequently performed using the farawave nav catheter following pulmonary vein isolation and left atrial posterior wall ablation, consistent with the subjects enrollment in the pulmonary vein isolation and linear ablation group. Two applications were delivered using the basket ablation configuration at two point zero kilovolts. Mitral isthmus ablation was also performed using the same catheter following pulmonary vein isolation and left atrial posterior wall ablation, with twelve applications delivered using the flower ablation configuration at two point zero kilovolts. No conduction recovery was observed, and bidirectional block was confirmed at the conclusion of each ablation. The cardiac rhythm at the end of the procedure was sinus rhythm. Activated clotting time was maintained above three hundred seconds prior to the first pulmonary vein isolation application; however, it was not maintained above this threshold until all devices were withdrawn from the left atrium. The study site was queried to confirm whether a reportable event occurred in association with this finding, and a response was pending. According to the electronic data capture system, additional ablations were performed using the farawave nav catheter. Direct current cardioversion was performed following the procedure, and sinus rhythm was successfully restored. On (B)(6) 2026, a pre discharge assessment was conducted. Phrenic nerve assessment was not performed.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Investigation summary: it was indicated that the device was disposed; therefore, a technical analysis of the complaint device could not be completed. Device history review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the farawave's risk documentation was completed and confirmed that the events of hemolysis, edema, and tissue damage were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation summary: boston scientific has assigned an investigation conclusion code of known inherent risk as the hemolysis, edema, and tissue damage were listed as a potential complication in the device's instructions. Additionally, it was determined that the device was used in a manner that is not intended per its labeling when it was used to perform the cti ablations.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that following a procedure the patient experienced hemolysis, facial and bilateral lower extremity edema and left atrial stiffness syndrome. Following a procedure where a farawave ablation catheter was selected for use, abnormal results of hemoglobin (hgb), platelet (plt) and hematocrit (hct) in the patient's postoperative blood cell analysis were noticed suggesting hemolysis. The patient did not require prolonged hospitalization. However, two days after six days of pfa surgery the patient developed facial and bilateral lower extremity edema and left atrial stiffness syndrome. The suspected cause was myocardial tissue injury following ablation procedure. Medication was administered to treat the edema. The event was considered resolved on (B)(6) 2026. The farawave catheter was not returned to the sponsor for analysis. Additionally, it was confirmed that the farawave catheter in this procedure was used to treat cavo-tricuspid isthmus (cti) which constitute off-label use of the catheter.

Event description:
It was reported that following a procedure the patient experienced hemolysis, facial and bilateral lower extremity edema and left atrial stiffness syndrome. Following a procedure where a farawave ablation catheter was selected for use, abnormal results of hemoglobin (hgb), platelet (plt) and hematocrit (hct) in the patient's postoperative blood cell analysis were noticed suggesting hemolysis. The patient did not require prolonged hospitalization. However, two days after six days of pfa surgery the patient developed facial and bilateral lower extremity edema and left atrial stiffness syndrome. The suspected cause was myocardial tissue injury following ablation procedure. Medication was administered to treat the edema. The event was considered resolved on 02 february 2026. The farawave catheter was not returned to the sponsor for analysis. Additionally, it was confirmed that the farawave catheter in this procedure was used to treat cavo-tricuspid isthmus (cti) which constitute off-label use of the catheter.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Investigation summary: it was indicated that the device was disposed; therefore, a technical analysis of the complaint device could not be completed. Device history review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the farawave's risk documentation was completed and confirmed that the events of hemolysis, edema, and tissue damage were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation summary: boston scientific has assigned an investigation conclusion code of known inherent risk as the hemolysis, edema, and tissue damage were listed as a potential complication in the device's instructions. Additionally, it was determined that the device was used in a manner that is not intended per its labeling when it was used to perform the cti ablations.